Event description:
It is reported that the patient was revised due to suspected loosening and a broken hinge post extension. The articular surface was replaced.

Manufacturer narrative:
Visual inspection of the returned articular surface identified gouges and wear on the component backside. Inspection of the hinge post extension identified that the first ring of the thread had fractured. Measured dimensions for the articular surface and hinge post extension were conforming to print specifications. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. Operative notes from the implantation of the rhk components indicate that the patient had previously underwent multiple surgeries to the left knee. The knee was evaluated after implantation of the final components and was noted to have excellent function. X-rays dated (B)(6) 2015 indicate that the hinge post extension had dislocated from the tibial component. Operative notes from the revision surgery were not provided, but the reported information indicates that the hinge post extension was back in the appropriate position prior to the surgery. The nexgen rhk package insert indicates that because this is a highly constrained device, the risk of component breakage, loosening and polyethylene wear may be greater than for less constrained knee implants. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.